Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device presented with erythema and notable device erosion. The physician elected to surgically intervene and explant the device, as well as, the associated non boston scientific leads. No return of product is expected and following antibiotic treatment a new system is planned for implant.